Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey3330 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that right upper extremity PICC line placed for long term use. Placement transpired without issue. Foreign body was later observed on imaging showing an approximately 2.5cm curve linear high density foreign body in the sub segmental branch of posterior basal segment of right lower lobe which is likely to be a fragment of previously placed PICC. Retrieval postponed.